Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The pump was not returned for investigation. Because evidence has not been provided, the root cause of the infection could not be determined. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident and the ventricular tachycardia/ventricular fibrillation could not be determined. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support for escalation of care from an impella cp device. During support, the patient had an embolic stroke and the patient's mental status was monitored. Additionally, the patient also had a low-grade fever. Antibiotics were started and systemic heparin was withheld. Furthermore, the patient had runs of ventricular tachycardia. The patient was shocked eight times and an echocardiogram showed the pump was seven centimeters from the aortic valve. The pump was repositioned. The decision was made to withdraw care. Support was withdrawn and the patient passed shortly after. There is no association between impella use and the patient's outcome. Patient's peri-procedural condition was critical.